Event description:
It was reported by repair work order that the unit will not raise or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the unit could not be raise or lower in powered mode due to the 3/8¿ cap side hose was leaking hydraulic fluids at the manifold fittings causing the fluid level in the hydraulics assembly to be low. The unit could still be raised and lowered in manual mode.

Event description:
It was reported by repair work order that the unit will not raise or lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.